Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 2.75x20mm synergy ii drug-eluting stent was advanced; however, when it reach up to the lesion area, the device was unable to cross. When the device was removed, the strut of the stent was found lifted. The procedure was completed with a different device. No patient complications were reported.